Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Due to character limit in the e1 section initial reporter name, the full initial reporter's name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump had shut off because of fan malfunction. The device had a steady low-pitched alarm, the console went dark, it completely powered off and augmentation also stopped. They checked the power button it was green, turned it off, turned it back on and changed the electrical plug in location from the ceiling plug to the red wall plug. Powered back up system check ok and they resumed pumping. No patient harm or injury was reported.